Manufacturer narrative:
(B)(4) initial emdr. A device is anticipated for investigation. Once the investigation has been completed a supplemental emdr will be submitted for the investigation results. If any additional information is received a supplemental will be submitted with those details. Date of event: date of event was unknown. Bd awareness date was used. Address/city: the address of the reporter was not provided. Unknown was used as a filler for these fields.

Event description:
Flexible aortic vascular clamp was used to cross clamp the aorta and arrest the heart during a cardiopulmonary bypass procedure broke into multiple pieces while it was in situ. Surgeon and the scrub nurse were able to retrieve all the visible parts and handed over to the circulating nurse. No patient injury or harm reported.

Manufacturer narrative:
Pr (B)(4) supplemental emdr. Correction provided. Date of event was updated due to new information provided by the customer. Initial reporter information was updated as the distributor provided the customer's contact information. Address of the facility was updated as unknown since the facility's address was not provided with the updated information. H3 other text : device not available for evaluation.

Event description:
Flexible aortic vascular clamp was used to cross clamp the aorta and arrest the heart during a cardiopulmonary bypass procedure broke into multiple pieces while it was in situ. Surgeon and the scrub nurse were able to retrieve all the visible parts and handed over to the circulating nurse. No patient injury or harm reported.

Manufacturer narrative:
Pr (B)(4) supplemental emdr. There was no sample or photo available to bd for evaluation after multiple attempts were made to return it. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Date of event: date of event was unknown. Bd awareness date was used. Address/city: the address of the reporter was not provided. Unknown was used as a filler for these fields. H3 other text : device not available for evaluation.

Event description:
Flexible aortic vascular clamp was used to cross clamp the aorta and arrest the heart during a cardiopulmonary bypass procedure broke into multiple pieces while it was in situ. Surgeon and the scrub nurse were able to retrieve all the visible parts and handed over to the circulating nurse. No patient injury or harm reported.